Event description:
The customer observed falsely elevated total bilirubin on architect c4000 processing module for one patient. The results provided were: sid (B)(6) initial=4.59 mg/dl /repeated after calibration and corrected the results=0.77 mg/dl laboratory reference range for total bilirubin= 0.2 to 1.2 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin on architect c4000 processing module for one patient. The results provided were: sid (B)(6)initial=4.59 mg/dl /repeated after calibration and corrected the results=0.77 mg/dl laboratory reference range for total bilirubin= 0.2 to 1.2 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect total bilirubin reagent lot number 61272uq01. The ticket search determined that there is as expected complaint activity for the likely cause lot. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total bilirubin reagent, lot number 61272uq01.